Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat severe osteoarthritis with valgus deformity. The patella was resurfaced and competitor cement x 2 was utilized. Of note- the patella sustained a lateral crack during patellar resection. The surgeon did not treat the crack as the area was invested with the tendon. He cemented the patellar button, and the surgery was completed without further complications. Patient received a right knee revision to treat aseptic loosening. Upon entering the joint, some peripatellar scar tissue was debrided. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised with minimal bone loss. There was no reported product problem with the revised tibial insert. The patella was well-fixed and tracked nicely with the depuy pfc sigma revision construct and was thus retained. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Right knee